Manufacturer narrative:
The site did not return any device; therefore, no device evaluation was performed. If we should receive further information pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. This patient was prospectively enrolled with 5cm of barrett's esophagus. The patient underwent a series of three focal ablation procedures without acute adverse event. The site reported that approximately 10 days after the third focal ablation procedure, the patient vomited blood and was admitted to the hospital overnight. Per the physician entry on the case report form, the severity of this event was serious, the relationship of the event to the device malfunction. Several attempts to contact the physician to determine the cause of vomiting and bleeding, as well as any therapeutic interventions delivered, was unsuccessful thus far.